Event description:
(B)(6) was serviced by med-tech support services, inc., during which the device failed the 30 psi occlusion test. As part of their service evaluation, med-tech support services, inc. Replaced the pressure sensor in an attempt to correct the issue; however, the device continued to fail 30 psi occlusion testing. Following unsuccessful correction at the service provider, the pump was sent to intuvie for further evaluation and servicing to address the identified failure. No patient involvement or adverse event was reported.

Manufacturer narrative:
A review of intuvie¿s service records was done and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the same failure were identified. The 30 psi occlusion failure identified during service was confirmed during testing. This failure mode is being evaluated under CAPA-15, ¿occlusion sensor pm complaint trends.¿ to correct the issue, the 30 psi calibration value was adjusted from 237 to 260, after which the device met applicable performance specifications. Probable cause is the device being out of calibration. Refer to complaint record (B)(4) for additional details.